Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 120-150 units of insulin. There was no impact to the customer's blood glucose level. As the customer did not have additional insulin available at the time of the call, the customer confirmed a new cartridge would be loaded upon returning home. The customer stated manual injections would be used until the customer obtain additional insulin.